Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Reportedly, apidra was being used in the cartridge. Review of pump data logbook showed that the cartridge had been filled with less than 200 units, and the insulin gauge displayed an accurate fill estimate of over 180 units. The customer declined to perform troubleshooting with tandem technical support. The customer reported a blood glucose (bg) level of 312 mg/dl with small ketones, which was addressed with a correction bolus via the insulin pump. Additionally, the customer reported a low bg level of 54 mg/dl. To treat bg level, the customer ate breakfast. The customer reported being in contact with health care provider regarding bg levels, and reported basal settings were being adjusted. Additionally, the customer reported having shingles and kidney disease and takes "heavy medications", which was attributed to be the cause of the changing bg level.